Event description:
It was reported that the patient was presented to the hospital due to pocket erosion on the patient's implantable cardioverter defibrillator (ICD). The physician explanted the entire system. The patient was recovering.